Event description:
It was reported that the device was noisy. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No device history review (DHR) is not applicable or relevant due to the device manufactured date of 2002. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in fair condition. The evaluation was performed, and the reported issue was not confirmed. Installed test disposable and powered the device on. Found membrane switch was disconnected from the circuit board. Noted pumping was intermittent and pump was loud. Found pump assembly to be faulty. The root cause of the reported issue was due to normal wear and tear of the device. No further actions are required.